Event description:
This is to submit a complaint of customer support and service for medtronic minimed. I have been involved with the voluntary recall of the paradigm quick set infusion set in 2004. The issues were resolved with major customer -patient- stress. I am currently in the process of obtaining a new insulin pump, and have been feeling almost railroaded by the medtronic corp for the reason I did not feel that I had all the info I needed, yet they were insistent that I agree to and purchase the pump as my insurance had already given a pre-approval. The added stress for someone with diabetes, and the availability of service from the insulin pump MFR leaves me with the belief that medtronic mini med is at cause for - questionable insurance claims practices and sales and - placing their patients in jeopardy. I am not sure if this is the forum for such a complaint, but the required poor service has happened more than once and I wanted to log an official complaint in the event that this is within the FDA jurisdiction. Diagnosis or reason for use: diabetes.